Event description:
Patient reported infusion set tubing separating from the luer lock. He indicated that his blood glucose was elevated to >400 mg/dl. Patient changed the infusion set and administered an injection to compensate for the elevated blood glucose. He reported that he experienced his shoulders hurting, which he stated was caused by the elevated blood glucose. No medical assistance was required. Product had been discarded and therefore, will not be returned for evaluation.

Manufacturer narrative:
Product not returned for evaluation.